Manufacturer narrative:
3190 - insufficient information - for inappropriate programming or programming switch to unipolar.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2024. Interrogation revealed the pacemaker was programmed unipolar sensing and unipolar pacing with a longevity estimate of 1.3-1.6 yrs. It was not known why the pacemaker was programmed unipolar and the output programmed high 5v at 0.5 msec. This was the patient's first visit to the facility. An interrogation was noted to have been performed (B)(6) 2024 in hong kong. It was not known whether the device was purposefully programmed to unipolar or if the system did an auto mode switch. When autocapture algorithm was temporarily enabled a temporary high ventricular capture threshold was observed or the algorithm could not successfully perform a capture threshold test, then the autocapture would increase amplitude to 5.0v at 0.4ms. Interrogation also revealed noise reversion and high ventricular rate episodes. Review of all episodes showed oversensing noise on the ventricular electrocardiogram (egm), because the system was programmed in unipolar settings the system was more prone to oversensing of myopotentials or other sources of electromagnetic interference (emi). The pacemaker was re-programmed to bipolar sensing, bipolar capture and autocapture was enabled. The battery longevity increased to 3.9 -4.5 yrs. With those changes. The patient was to continue being followed in clinic. The patient was stable.